Manufacturer narrative:
The impella device was not received from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 63 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. An impella access site hematoma/pseudoaneurysm developed, along with a lack of pulses in the impella inserted limb. The pump was removed and vascular intervention was performed.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that patient condition was the most likely cause of the access site bleeding. The failure mode will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support:¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿